Event description:
It was reported that after a cartridge change, the ilet displayed alert 38, indicating a motor stall; repeatedly restarted, and did not deliver insulin, resulting in a blood glucose of 400 mg/dl; a dry run to 120 units and a full supply change with new cartridge, connector, and infusion set were performed, after which insulin delivery resumed. Symptoms included hyperglycemia with associated irritability and increased urinary frequency. Outcomes included no long-term health consequences or impact. Investigation included interviews with the user and analysis of information provided. Investigation of this case revealed a communications problem and a failure to infuse related to the motor component of the device. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.